Event description:
The facility reported a flogard infusion pump that had an alarm 27. It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4). The customer reported problem of alarm 27 was confirmed during the sample evaluation. Failure code 27 also occurred during functional testing. Service determined that the cause was due to a stuck slide clamp. The slide clamp was removed and the slide clamp sensors were cleaned to resolve the issue.